Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the ¿rewind function¿ was stopping prior to its completion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/06/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a motor issue. The piston failed to move during the 'rewind step', and a cs-064 'call service alarm', which can be indicative of motor failures, was observed during the 'load step': the reported issue was duplicated. The motor was removed and tested with an external power supply, and the motor did not function; the reported issue was directly caused by an internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.